Event description:
The reporter stated that the device result was 381 mg/dl and a nurse's meter read 72 mg/dl. The user was given orange juice to drink. The device was replaced and requested to be returned for evaluation.